Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported error message service co2 showing in blue, c02 warming up. There was no report of patient involvement.